Manufacturer narrative:
(B)(4). No complaint received with the return of the device. Failure event observed during analysis. External insulation abrasion was noted at 46.5-46.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted under the svc shock coil at 24.7-25.0 and 25.4-25.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.